Manufacturer narrative:
The device was returned and evaluated. The balloon lumen leakage was observed through a slit, 0.08 inches in length, at the 12.6 centimeter area (distal of the thermal filament). No visible damage was observed to the balloon latex.

Event description:
It was reported that balloon leakage was observed at the inflation test. No pt complications were reported.